Event description:
A report was received that the patient had pain at pocket site. The patient was treated with dilaudid, lidoderm topical patch and topical ointment. The patient will undergo a revision procedure wherein the ipg will be relocated. No device malfunction was suspected.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had pain at pocket site. The patient was prescribed with topical ointment. The patient will undergo a revision procedure wherein the ipg will be relocated. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient had pain at pocket site. The patient was prescribed with topical ointment. The patient will undergo a revision procedure wherein the ipg will be relocated. No device malfunction was suspected.